Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for breaks off during use npe on lot # 9261992. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced the cannula breaking off on the patient end and the pen needle would not detach. Product defects were noted after use. The following information was provided by the initial reporter: material no.: 320122 batch no.: 9261992. Consumer reported, when she was removing pen needle from insulin pen, patient end of needle broke of in pen. This happened after injection. She is now using a new insulin pen because she could not remove the needle from insulin pen. Date of event: unknown.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced the cannula breaking off on the patient end and the pen needle would not detach. Product defects were noted after use. The following information was provided by the initial reporter: material no.: 320122, batch no.: 9261992. Consumer reported, when she was removing pen needle from insulin pen, patient end of needle broke of in pen. This happened after injection she is now using a new insulin pen because she could not remove the needle from insulin pen. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 4/22/2020. Investigation: customer returned (1) open pen needle without the tear drop label, inner shield, or outer cover and (1) lantus pen. Customer states that the patient end of the needle broke off in the pen when the consumer was removing the pen needle from the insulin pen after injection. The returned pen needle was examined and exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked epoxy and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bending/re-straightening mode of failure caused by the customer during use of the product. H3 other text : see h.10.